Event description:
Wife called on behalf of her husband to state that a pen needle broke off in his stomach and they went to the ER where an incision was made, but pen needle was not retrieved. She indicated that husband is scheduled for surgery in 2007.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.